Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series operation manual 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the air / water channel, air / water cylinder, and the jet tube had foreign objects inside (the foreign material could not be removed). Additional findings include the following: the grip / scope cover / control unit / switch box / connecting tube had a scratch, the air / water cylinder had discoloration, the suction cylinder had discoloration, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the adhesive on the bending section cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the air / water channel, air / water cylinder, and the jet tube had foreign objects inside (the foreign material could not be removed). There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.